Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not moving properly. There was no visible damage found. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The customer checked the drape. The issue was resolved by replacing the instrument. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument articulated as expected during the manual articulation test. The grips opened and closed properly. There was no grip misalignment observed during visual inspection. The instrument was fully functional. No product issue was identified.